Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. This device delivered two bursts of anti-tachycardia pacing (atp) and three shocks. The patient was admitted to the hospital and will be monitored. This device remains in service. No additional adverse patient effects were reported.